Event description:
The reporter stated that the clamps allowed water to continuously feed the chamber when clamped resulting in water being forced down the small tube to the pt. "Almost resulting in a pt drowning."